Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 3. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2023, the implant was removed upon clinician¿s decision. Patient presented with bone type iii, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.